Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle after a peripheral interventional procedure using a 7f sheath. Reportedly, during insertion into the anatomy, there was resistance, the operator felt the device snap and there was a loud pop. Multiple attempts were made to manipulate the device to remove it; however, surgery was required to remove the device. The device was observed to be separated yet held together with the actuator wire. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged by one day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.